Event description:
Customer states; during use to the patient in procedure a me found a burnt smell and the smoke coming from the product. No patient harm.

Manufacturer narrative:
The warmtouch 5200 patient warmer have been discontinued and are being replaced with a new designed warmtouch patient warmer. Active customers have been notified of the availability of the new 5300a model which addresses the potential failure mode.